Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failure occurred involving drawer 4 and required maintenance. The customer reported that the drawer only closed when forcefully slammed, which temporarily prevented system failure. The customer suspected an issue with the locking mechanism, as the drawer clicked multiple times when initially opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and did not close properly due to a locking mechanism issue. A field service engineer replaced the latch and tested the repair. The system functioned as intended after the field service engineer repaired the device.